Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge was fluctuating for a short period of time. Customer was using manual injections for insulin therapy at the time of the call. Reportedly, customer charged pump and resumed insulin therapy. `